Event description:
Patient presented with left vocal cord paralysis. The physician assessed the paralysis to have occurred with the patient's initial implant. No other relevant information has been received to date.